Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e216 error was the image sensor cable was kinked inside the bending section at insertion section. ¿e216¿ occurred due to disconnecting of the image sensor unit cable at the kinked part. The kinked image sensor cable was applied stress more than expected such as excessively twisted or bent. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image] confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope had an e216 error. The issue was observed during receipt inspection when the scope was connected to the video system. The issue did not occur with other scopes. There was no procedure or patient harm were associated with this event.

Manufacturer narrative:
Patient identifier of (B)(6), is related; model number: ltf-s190-5, serial number: (B)(6). The device was returned to olympus for a device evaluation and the customer¿s allegation could not be reproduced. The evaluation did not find any issues with the device, and it passed all testing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.